Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the patient had her third revision done last week on her pump (see manufacturer¿s report numbers 3004209178-2014-12150 and 3004209178-2014-12151 for prior revisions). The patient stated "it keeps coming loose from my body¿. The patient was wondering if there was something that she could be doing that could cause it. The patient stated ¿I don't think about these things¿. The patient reported that she did wear a girdle, so she didn¿t bend. She also stated that she had arthritis. The patient was wondering how she was supposed to stretch or exercise and was wondering about water aerobics. The device system was delivering dilaudid. It was later reported that the patient had pain over the pump site with shifting/malpositioning of the device on (B)(6) 2014.